Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), an out of range impedance measurement and noise were noted on the right ventricular (rv) lead. The lead was removed and reinserted into the port and the measurements were normal. The device was placed back in the pocket and all issues were resolved. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.